Event description:
The device was returned to the in-country svc ctr for maintenance, and during the initial repair inspection, the handpiece trigger was intermittently sticking. This did not occur during a surgical procedure. There was no pt involvement, there were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was rec'd at the MFR for svc and eval. During the initial repair inspection, the handpiece trigger was intermittently sticking. Based on the investigation details, the trigger spring is a possible fault, but the investigation is still in process. A f/u report will be submitted if the final results of the quality investigation require one.